Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer needed assistance with programming the pump. Caller stated that sometimes the nurses program 25 units in the pump but sometimes they don't. Caller stated that the pump is giving more than what the customer should be getting. Customer's blood glucose was 334 mg/dl at the time of the incident and her current blood glucose was 500 mg/dl. Customer suffers from asthma, nausea, and pain in her chest. Customer's head hurts really bad and she has only treated with the pump. Customer had a no delivery alarm. Customer had accidentally changed her pump settings for her bolus wizard and programmed a pattern with 0.0 insulin, so she was not receiving her background basal. Customer was assisted with turning off the patterns. Customer's blood glucose went down to 166 mg/dl. Customer was advised to check again in one hour to make sure she doesn't go low.